Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-00591. It was reported the pt's (B)(6) neurostimulator was explanted and replaced with an ipg due to functioning issues following a fall. During the procedure, the pt's leads were repositioned due to suspected lead migration. Effective stimulation was recaptured for the pt via post-op programming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.